Event description:
Device 1 of 2. Reference MFR report 1627487-2011-07100. The pt received a scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that the pt has been without stimulation for about 2 months, and the loss of stim was abrupt. X-rays showed no abnormalities. Diagnostic test showed normal impedance readings. F/u indicated that during intra-operational procedure on (B)(6) 2011, the pt's doctor determined that the ipg and lead needed to be replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.